Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the patient underwent hemodialysis treatment in the hemodialysis room. When using the central venous catheter, it was found that the fixed wing at the suture was broken. The side wing part of the wing failed, and the suture wing was detached, but the stitches held. There was nothing unusual observed on the device prior to use. There were no other visible defects/damages found on the product. Iodine was used to treat the insertion site prior to product placement. Flushing was done prior to use and with a normal result. The sheath/catheter that came with the kit was the one used. The dialysis machine was the other product being utilized with the device. Removed the catheter directly was the intervention/treatment and the remedial action required as a result of the event. The treatment proceeded and was completed. The blood was safely returned to the patient. There was no blood loss at the time of the event, and a blood transfusion was not required. The device was used successfully. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h6 (fdm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.